Event description:
Patient hematoma was reported and initially reported to FDA under 1037955-2023-00032 on 08/29/2023.

Manufacturer narrative:
This complaint was documented subsequent to the intal reporting. A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted at 21st august 2023. The technical safety system check included verifications using a high voltage generator test, a f2 alignment check, and a model stone test. The alignment check revealed the alignment was out of specification which was adjusted by the responsible fse during the device evaluation. It is recognized the voltage output as well as the model stone test were determined to be completed successfully. It is recognized that the operation manual for the dornier delta iii instructs the operator to ensure the device is performing within specification for multiple factors prior to utilizing the device for surgery, which includes confirming the f2 alignment. It is recognized dornier completes fse on-site reviews of devices as indicated to be necessary by the device owner and periodically for preventive maintenance requirements. It is recognized that in this case the customer should have provided a request for follow up from the dornier fse if the pre-operation checks confirmed the f2 alignment of the device was not within specification. It is unable to be confirmed if the f2 alignment was adjusted or modified following the previous surgery which impacted the alignment at that time. Patient hematoma is listed as a potential adverse effect and complication in the dornier delta iii operating manual. Details concerning the patient outside of the confirmation of hematoma were not provided to dmta for review.